Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and manual pressure was held to control the bleeding. While on the cath lab table, the pt's pulses were noted to be absent in the procedure leg. An angiogram was performed which confirmed the loss of pulses in the popliteal area. The pt was immediately taken to surgery where occlusion of the common femoral artery above the level of the device in the superficial and profunda femoral arteries were identified. The device was removed and thrombus extracted. A graft was placed and the artery repaired. The pt reportedly tolerated the procedure well. As of 6/3/98 there has been no further report of complication or pt sequelae made to the MFR.